Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 21 mg/dl and that the blood glucose was high during the night. Customer treated with food and blood glucose went to 96 mg/dl. Customer declined to troubleshoot. Customer was advised to monitor the blood glucose and contact their doctor if necessary. No further details given.